Event description:
It was reported that the package was not sealed. A 185cm pt guide wire was selected for use. However, when the packaging was taken out from the shelf, the wire fell out from the package and it was observed that the lower part of the packaging was not sealed. No further damage was noted with the packaging and no patient complications were reported.